Event description:
It was reported that during the implant procedure, the pulse generator was unable to establish telemetry. The device was not installed and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the device was implanted and the telemetry issue was observed after the procedure. The device was explanted and replaced on (B)(6) 2015.